Manufacturer narrative:
Date sent: 05/29/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a thyroidectomy. The surgeon started to use the device to divide tissue and the teflon pad came entirely off the instrument. The pad was retrieved. A second device was opened and the procedure was completed without consequence to the patient.